Event description:
A pump declared an alarm during insulin delivery, but the customer declined to state whether this affected blood glucose levels. Despite assistance from technical support in loading a new cartridge, the alarm persisted, indicating a malfunction. Technical support decided to replace the pump since it was under warranty. The customer received instructions on switching to a multiple daily injection (mdi) therapy to maintain insulin delivery continuity. They were also guided on how to put the pump into storage mode and were instructed to return the faulty pump using a pre-paid shipping label.